Event description:
A discordant calcium result was obtained on a vista 1500 instrument. The initial result was not reported to the physician. The sample was re-tested on the same instrument, and on another vista 1500 instrument and the retest results were identical and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
A siemens technical solutions specialist was contacted by the customer and performed analysis of the instrument data. The cause of the discordant calcium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.